Event description:
It was originally reported that the device's case was broken after falling out of the ambulance and the customer wanted to send the device in for repair. When the device was returned to physio-control for repair, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device, and observed that the device would not power on. The system and the auxiliary connectors were broken and could not connect any cables to them. Physio replaced the connectors, re-connected wire assemblies, replaced the case, and then observed proper device operation through functional and device testing. The device was returned to the customer for use. The root cause for the reported failure was determined to be due to customer damage.